Event description:
Dental office advised the burs are breaking.

Manufacturer narrative:
Product was returned from customer in unopened packages and was evaluated by company personnel. The product referenced in the complaint is a carbide surgical bur. The lot referenced was packaged from bulk lots 538518 and 537193. A sample of twenty (20) burs from bulk lot 538518 were selected from inventory. These burs were tested for neck strength in accordance with iso 8325:2004. All samples passed with no failures. A sample of twenty (20) burs from bulk lot 5387193 were selected from inventory. These burs were tested for neck strength in accordance with iso 8325:2004. All samples passed with no failures. Conclusion: unable to determine cause.